Manufacturer narrative:
(B)(4). Approximate age of device ¿ 43 days.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. Postoperatively, the patient required right sided mechanical circulatory support. It was reported that there were no complications with the right sided device implant. It was reported that the patient¿s lactate dehydrogenase (ldh) at 1200 u/l, and there was concern for pump thrombosis. Thrombus was not observed in the right sided paracorporeal device. Transient estimated flow and power fluctuations were noted during system controller device history interrogation. Log file analysis completed by the manufacturer¿s technical services representative revealed an increase in power and a decrease in average pulsatility index over time. On (B)(6) 2017, the patient was started on 81 mg of aspirin. On (B)(6) 2017, the patient was started on plavix. On (B)(6) 2017, an integrillin infusion was initiated. On (B)(6) 2017, the patient¿s lactate dehydrogenase (ldh) was 1332 u/l, despite being on heparin. On (B)(6) 2017, it was reported that both lvad and right sided support were discontinued. The patient remained on dialysis and a tracheostomy was performed. No additional information was provided.

Manufacturer narrative:
Corrected information-upon review of the initial report, it was noted that product problem was selected inadvertently. This report was determined to be an adverse event only. The lvad remained in situ and was not available for evaluation; however, the report of pump power and flow fluctuations was confirmed through the evaluation of the submitted system controller log file. The submitted log file contained data from data from (B)(6) 2017 and captured a slight increase in the average pump power and estimated flow values beginning on (B)(6) 2017. In addition, two transient elevations in pump power and corresponding elevations in estimated flow were captured on (B)(6) 2017. Despite the observed pump parameter fluctuations, the device appeared to have operated as intended throughout the duration of the log file and a specific cause for these elevations could not be conclusively determined. A direct correlation between the lvad, and the report of suspected pump thrombosis and elevated lactate dehydrogenase levels could not be conclusively established through this evaluation. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the lvad device history records revealed no deviations from manufacturing or quality assurance specifications. The right sided mechanical circulatory support device was not returned for evaluation. It was reported that there were no alarms on the device and the center did not report seeing any thrombus. As a result, the reported event could not be confirmed nor correlated to a device related issue. Thromboembolic phenomena is listed in the centrimag instructions for use as a possible side effect that may be associated with the use of the centrimag blood pump. A review of the centrimag device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the physician did not observe thrombus in the right sided mechanical circulatory support device circuit. The physician did not use the manufacturer¿s cannula with the right sided mechanical circulatory support device. No further information was provided.